Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)displayed a mid:26 (low battery) message upon powering on," which was confirmed during the functional testing and based on the event log review. The root cause of the reported mid:26 error was a battery degradation inside the display of the thermogard system, likely attributed to the age of the device. The thermogard system was manufactured in 2013 and is nine years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The event log review indicated several mid:26 (low battery) messages, thus, confirming the customer's reported complaint. The thermogard system failed the functional testing due to mid:26 (low battery) message displayed upon powering on, thus, confirming the customer's reported complaint. The battery was replaced to address the mid:26 error. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4) displayed a mid:26 (low battery) message upon powering on for ivtm therapy. The patient's treatment was initiated using the loaner thermogard system. No patient injury was reported.